Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during basal deliveries. Subsequently, a minimum fill notification occurred after the customer reloaded the cartridge. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 202 mg/dl.